Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure for an atrial septal defect (B)(6) 2013. At that time, a drain was placed in the thoracic cavity and it was connected to a reservoir. When activated the reservoir did not suction adequately. There were no adverse patient consequences.